Manufacturer narrative:
One 6fr angio-seal sts plus was received for evaluation. Upon receipt, the device was in full rear lock position. The tamper tube and suture was returned separate from the device. The plastic pouch was returned with the device as well. Blood like substances were noticed on all returned components. The suture was detached completely from the device, as received and upon microscopic inspection of the ends, it was found, that one end was cut, as if with a blade and the other end was frayed. The device was disassembled and no suture was found within the spool. It was established that the suture had unwound completely. No damage for deformation was noted on the tensioner cap or adjacent subcomponent. Lot specific manufacturing causes were investigated and revealed no identified causes that could have contributed to the reported failure. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested but not provided. Age - requested but not provided. Ethnicity - requested but not provided . Race - requested but not provided. Additional patient information: height - (B)(6) cm. Expiration date - requested but not provided. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after placement of the inner anchor the shaft broke. The physician could grab the suture and collagen could be placed as good as possible. No good hemostasis was reached - therefore they did manual compression and compression bandage. It was reported that there was no health damage to the patient. Additional information was received on 1/25/18: after placing the inner anchor, the shank broke off when retracting. The thread was taken and the collagen also placed. Since there was no correct hemostasis, it was manually pressed. The estimated blood loss was none.